Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
(B)(4) received information that this right ventricular (rv) lead exhibited high, out of range pace impedance greater than 3000 ohms and increased thresholds. The lead was found to be microdislodged. It was reported that the patient had fallen. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that a chest x-ray was inconclusive. The suspected micro-dislodgement could not be confirmed. The patient was checked one day post revision procedure and all measurements were good. No adverse patient effects were reported. The system remains in service.